Event description:
On (B)(6) 2016, pt had an percutaneous transluminal angioplasty of right posterior tibial artery with 3mm b 220 mm angioplasty balloon, 2.5mm by 120 mm balloon, 2.5mm by 40mm balloon. This device is a coyote over the wire pta balloon dilation catheter manufactured by boston scientific. The 25.5cm sheath designed to protect the balloon was introduced into the pt's right posterior artery without the physicians awareness. This caused occlusion of the artery which was not evident due to the sheath not being radiopaque and also it being clear in color. This represents a design flaw and makes it more susceptible to human error. These procedures are done in dark rooms under fluoroscopy. The sheath is intended to be discarded, yet was introduced into the pt's artery and left there with no knowledge of the medical provider. This sheath needs either radiopaque visibility or should be a contrasting color for better visibility and act as a reminder for the provider to discard prior to the procedure. Is the product compounded? No. Is the product over-the-counter? No.